Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal ablation procedure with a pentaray nav and the device was not irrigating. It was reported that during the operation, the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information indicated that the issue was noted after it was used on the patient. There was no error noted from the irrigation pump. The issue was discovered when the pentaray did not leak water.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material, inside the irrigation tube, at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).